Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Manufacturer narrative:
(B)(4). On 02-sep-2014, a philips field service engineer (fse) reported that while performing a planned maintenance at the customer site, the patient support malfunctioned. The fse confirmed that the system was not in clinical use when the issue occurred and that there was no harm to a patient, operator or bystander due to this issue. The fse stated that the patient support was not responding to the commands from the gantry panel. The fse evaluated the system and checked the log files. The fse found stuck button errors in the log files; therefore, the fse checked the gantry panels and found that a button was stuck on the front right gantry control panel. The fse did not specify which button was stuck. The fse ordered a new gantry panel and advised the customer not to use the system for clinical procedures until it was replaced. The fse replaced the front right gantry control panel to resolve the issue. After the service, there have been no further recurrences of the event at the site. The fse did not provide any log files/bug reports or defective parts for engineering analysis. Since there were no parts returned from the field or log files provided, a cause of the issue could not be determined by engineering. Based upon the troubleshooting services and statements of the fse, a probable cause was determined that the issue occurred due to stuck button on the front right gantry control panels. The fse replaced the front right gantry panel to resolve the issue. CT engineering determined this event to be an acceptable risk. The following mitigations for this issue include: two, redundant monitors are controlling the motion. A collision calculation is done in each combination of vertical, horizontal, or tilt motion. Hw emergency stop button stops all the motions. Buttons test during initialization. Instructions in instruction for use to observe patient during all movements. When scan starts, the cirs checks for correct direction and that spiral motion does not stuck. Controllers software verifies that commanded motions are executed or a fault condition is assumed. Couch horizontal motion shall shutdown if a linear force greater than 40 pound for regular couch or 70 pound for bariatric and extended couch is encountered while moving. Design ensures that there is motion during a scan procedure and is redundantly measured by examining both horizontal position encoders. When the couch has the ¿bedrock¿ configuration, couch horizontal linear shutdown force shall be in the range of 70-80 pounds. Design mitigations for prevention of the hazardous situations: stopping horizontal motion in the presence of resistance force (not applicable for vertical); table collision envelope; single fault safe against uncontrolled motion: horizontal node watchdog timer. If maximum time of control response is exceeded, e-stop will be activated; double switches on control buttons provides redundancy such that 2 switches must be activated before a motion is executed. Design mitigations enabling human response: continuous activation for manual motion; emergency stop controls enable termination of motion in hazardous condition; emergency power off switch supplied with system or site installation enables the operator to shut off power to the entire system; speed of motorized non-programmed motion is limited.

Event description:
The customer reported that during the planned maintenance procedure, the patient support malfunctioned. The philips field service engineer (fse) confirmed that there was no patient involved when this issue occured. There was no harm to a patient, operator or bystander. The fse reviewed the logfiles and determined there was a stuck button error. The fse replaced the right rear gantry control panel on the CT system to resolve the issue.

Event description:
The customer reported that during the planned maintenance procedure, the patient support malfunctioned. The philips field service engineer (fse) confirmed that there was no patient involved when this issue occured. There was no harm to a patient, operator or bystander. The fse reviewed the logfiles and determined there was a stuck button error. The fse replaced the right rear gantry control panel on the CT system to resolve the issue.